Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the u.s. Report source: foreign- (B)(6). During the index procedure, the product worked as intended. The device was discarded. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2015, two stellarex catheters were used to treat the target lesion of the right mid sfa. Approximately 45 months post index procedure, the patient experienced a cardiac decompensation and expired on (B)(6) 2019. The physician indicated this is not related to the study device or procedure.